Event description:
The customer reported that the system monitors would not display an image. This issue rendered the system inoperable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dsm8 circuit board was cleaned and reseated. The system ws then found to be operating as intended.